Event description:
It was reported that the patient had their dual magec rods removed; the right standard rod appeared to be broken. However, while removing the rods it was noticed that tissue pigmentation was observed. The patient underwent a final fusion and is fully recovered.